Event description:
The hcp reported that "pump never worked well since implant 2004". The patient underwent dye study, revision 3/2005. The patient was receiving morphine sulfate via the drug delivery system. "Pain still poorly controlled."

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
The previous report of a ¿company representative¿ as a report source was incorrect. The report sources have been updated in this report.

Event description:
The patient reported in (B)(6) 2005 that they were not getting needed symptom relief from the pump. A healthcare professional reported that the pump never worked well since implant. The patient underwent a dye study, and a revision was performed on (B)(6) 2015. The patient¿s pain was still poorly controlled. The pump contained morphine sulfate. The patient reported that their pump was found to be malfunctioning. They stated their surgeon indicated that they had put a new catheter and pump in 2005. The patient stated that the spinal catheter was repositioned, the pocket was enlarged, and the pump was sutured in 2005.